Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had station credential management enabled but was still on rss 4.8. The technical support specialist upgraded station from 4.8 to 4.12 and the app launched. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system had station on blue screen. The customer stated that both anep2 and anep3 pyxis machines will not boot up the pharmagistics program. It does not boot to any login screen, it just shows an empty desktop, but with no taskbar at the bottom of the screen. Issue caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.